Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: returned product consisted of a guidezilla ii 7f guide extension catheter. The device was visually and microscopically examined. There was blood present in the shaft of the device. The ptfe lining in the collar was pulled up and away from the wall of the collar. The tip of the device was damaged. The ID (inner diameter) of the collar to the guidezilla ii 7f guide extension catheter was measured within specification. Product analysis could confirm the reported tip damage as the tip of the device was damaged. Analysis could not confirm the reported difficulty advancing another device, as the clinical circumstances could not be replicated. There was ptfe damage or shaft damage at the collar of the device. This damage could cause resistance to device advancement.

Event description:
Reportable based on device analysis completed on 12feb2022 it was reported that advancement difficulties were encountered. The 99% stenosed target lesion was located in a modertaly tourtous and severely calcified proximal left circumflex artery. A guidezilla ii was advanced then a 1.25mm rotapro catheter was advanced to perform atherectomy treatment. Post ablation an opticross imaging catheter was advanced. Additional atherectomy was considered with a larger burr size (1.50mm). As the opticross was being withdrawn from the guidezilla ii resistance was encountered. The opticross was able to be withdrawn fully. A 1.50mm rotapro catheter was advanced through the guidezilla ii and encountered resistance. Both the 1.50mm rotapro and guidezilla ii were removed from the patient. The 1.50mm rotapro was then advanced to the left circumflex artery without the use of the guidezilla ii. Ablation was performed. Post ablation the guidezilla ii was attempted to be used along with the opticross imaging catheter; however, resistance was encountered. The guidezilla ii was replaced with a telescope 7f and the procedure continued. Pre-dilation was performed with a wolverine and a stent was placed and the procedure was completed without issue. No patient complications were reported. However, device analysis revealed collar detachment.